Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, all of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. A leak test revealed a bolus button leak with evidence of moisture spots on bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.